Manufacturer narrative:
The device was returned, decontaminated and visually inspected. There were no signs of physical damage, wear and tear to the device. The heat shrink was intact with no visible damages noted on the scissor. No noted physical damages. For additional testing, the device was then attached to an insulation tester, and it passed. No defects to the insulation were noted on the heat shrink, back hub or their connections. This complaint is unconfirmed. The root cause of this complaint could not be determined.

Event description:
During a surgical procedure, the surgeon noticed arching at the tip of the renew endocut scissor tip. The procedure and anesthesia time were not extended. There was no harm to the patient